Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent removal of the mandible distractor device due to post-operative loosening as a result of a fall. The patient originally had a mandible osteotomy with the application of single vector mandible distractor on (B)(6) 2015. The surgeon wanted to distract at a rate of 1.00 mm once a day with a goal of 15 mm of distraction. The patient fell on the distractor on (B)(6) 2015 and noticed device was loose as a result of the fall. The surgeon brought patient in and decided to remove the device on (B)(6) 2015, as he saw that the distraction was good and it was only a week or two earlier than originally scheduled. Surgeon was able to get good vertical distraction and consolidation was solid. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Awareness date initially reported as (B)(6) 2015; should have been (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.